Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified wear/abrasion, crease folds and a curved opening. A leak test and microscopic analysis was performed which identified striated openings on the posterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated opening on the anterior assessed as surgical damage, consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device has been explanted.